Event description:
Customer reported that approximately one month prior to his medical event on (B)(6), 2012, he noticed an e-6 message on the display of his adc blood glucose meter. He further reported that on (B)(6) 2012 while shopping he felt "unsteady, a little dizziness and was a little weak", resulting in a loss of consciousness. Paramedics were called and upon their arrival obtained a reading of 40 mg/dl on their unknown brand of meter. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia. Customer was unable to report what treatment may have been administered because he was unconscious at the time, but noted his healthcare provider was "unable to analyze (his) blood because (his) veins collapsed". Customer reportedly self-treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. While troubleshooting with customer service it was revealed the meter was not properly calibrated and the date and time may not have been set correctly. The date of manufacture is unknown. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product was returned and visual inspection of the log was performed. The complaint was not confirmed and no new issues were observed. Review of the internal memory log indicated error issues were related to a noncompatible calibration bar and a defective calibration bar. No electric static discharge (esd) was observed. It was also observed that the customer never set the date and time of their meter.